Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a charger would not fully seat in the charging platform and did not illuminate, consistent with a charging failure involving the external power supply component. Symptoms included no device charging indicators and inability to charge. Outcomes included replacement supplies shipped with expedited delivery. Investigation included customer troubleshooting and logistical review for replacement. Investigation of this case revealed a suspected defective charger consistent with mechanical fit or electrical connection failure at the charger-to-platform interface. It was concluded, based on previously established findings for similar reports, that the cause was likely component failure of the charger.